Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and mechanical testing confirmed the door was not closing. The door mechanic and door switch's were checked without errors. The door end switch was adjusted. Invalidate home procedure was performed successfully. The representative processed stocks before door closing. Calibration was performed and the issue resolved. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the pendant on the imaging system shows "door open" even after finishing booting the system. There was no functionality of the system. There was no patient present when this issue was identified.